Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations replicated and confirmed the customer reported complaint. The camera cable was found to have a crack in the insulation. The damage was found near the middle of the cable. There were no wires exposed. The probable root cause of the damaged insulation is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that the after a da vinci-assisted cholecystectomy surgical procedure, the near infrared (nir) handheld camera light guide had a hole in the cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that the procedure was completed robotically with no injury or harm to the patient. The issue was noted after the procedure and did not affect the procedure. It was noted that the drape also had a hole. The issue did not cause any burns or harm to the patient or the staff. The handheld camera was not changed during the procedure. The nir handheld camera light guide will be returned for evaluation.